Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified, concentric mid third of the right coronary artery (rca). While trying to advance the 2.25x16mm taxus liberte stent, pushing it with strength, the proximal end of the shaft fractured. The procedure was completed with a non-bsc stent. No pt complications occurred. Pt status reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).